Event description:
During a pfa procedure with a volt catheter, a cardiac perforation occurred. The patient passed away during surgery. A lesion was applied in the left common pv. Resistance was met when moving back from the pv, so the catheter was deflated and moved anterior for other lesions. Before delivering anterior lesions, hypotension was noted and both ice and tte showed an effusion when the volt catheter was in the left atrium. A pericardiocentesis was performed, then CT surgery during which the patient passed away.